Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had high flow rate during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. An event history log review was performed and revealed one infusion programmed at a rate of 100 ml/hr and a vtbi of 50 ml, and two infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml. The device alarmed "downstream occlusion!" Once during the first infusion. The device was sent for flow accuracy testing and the device passed with the following results:1. Vtbi = 125 ml, delivered = 123.193 ml, error % = -1.4456%. Therefore, it is within the acceptable tolerance range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4: unique identifier (UDI) #.